Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer's mother stated that patient didn't have ketones but is still running high overnight and until lunch. The customer's mother declined helpline assistance. The customer's mother is uploading patient information to carelink again and the doctor is going to follow up with her regarding carb ratio adjustment.